Manufacturer narrative:
The device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00298. It was reported the patient (B)(6) experienced heating at the ipg site during recharging. In an effort to resolve this matter, a low energy charging system was issued to the patient. Follow up found the patient's therapy system has been reprogrammed to lower settings, and she experiences no pocket heating using the replacement charging system.